Manufacturer narrative:
(B)(4). Device code: phx. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02392. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient underwent a revision procedure three months post-implantation due to disassociation. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.